Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7124223.

Event description:
It was reported that this deep brain stimulation (dbs) system was repositioned due to leads were determined to be in the wrong position. No additional adverse patient effects were reported.